Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a broken power cable was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Visual inspection of the returned controller revealed a cut on the middle section of the black power cable; there were exposed wires from the cut. Further inspection revealed a kink near the damage on the black power cable and a broken strain relief on the connector of the black power cable. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced; including when manipulating the power cables by hand. The observed damage did not affect the functionality of the system controller. The power cables' integrity was tested and no issues were observed. The cable jacket on the black power cable was removed revealing that the underlying layers were also cut underneath the damage observed on the outer jacket. No cuts were observed on the underlying wires; however, a kink was observed on most of the wires. The log file contained approximately 12 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The driveline was disconnected at 13:12:23 to exchange the system controller. The damage observed on the black power cable did not affect pump operation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook, rev. C, section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had a broken controller power lead. The controller was exchanged and a warranty replacement was requested. It was additionally communicated on (B)(6) 2021 that no alarms had been noted due to the controller exchange and that log files were not available for evaluation.